Manufacturer narrative:
(B)(4) investigation summary: no product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review for model (B)(4) lot number 20063453 was performed. The search showed that a total of 25,203 units in 1 lot number was built on 19jun2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the 36 in 15 drop secondary set w/hgr leaked during use. The following information was provided by the initial reporter: leaking.